Manufacturer narrative:
Device not yet received.

Event description:
The physician advanced the delivery catheter into the portal vein, and retracted the sheath to deploy the chain-link segment of the device. Prior to loosening or pulling the deployment knob, the physician noticed that part of the covered segment of the device was deployed along with the chain-link segment. The physician retrieved the device into the sheath and removed from the patient.